Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. An internal inspection found no discrepancies. No accessories were returned as part of this investigation. The monitor board and dock connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.